Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported failure (service code 204, service code 107, damaged cable) was confirmed. Upon investigation damaged was trunk cable was cut and the damage intermittently caused the service code 204, service code 107. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and was receiving a service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).